Manufacturer narrative:
Concomitant medical products: 511211 bsx lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead alert on the right ventricular (rv) lead for a high number of short ventricle to ventricle intervals. There was also possible intermittent oversensing and undersensing noted on stored electrograms. The rv lead remains in use. No patient complications have been reported as a result of this event.